Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about blood results reading "lo" for the last four results. No adverse event reported.